Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported an issue with pressure sensor of syringe modules. The customer noted that the pressure sensors have "damage when there are no observable signs of physical damage." The customer added that the hospital also does not use the pressure sensing disc, but they have had to replace a number of the pressure sensors on the syringe modules." The feedback was provided to the bd representative during their site visit. No further information was provided. There was no reported patient involvement as it was general feedback related to hospital's biomed repair activities.

Event description:
It was reported an issue with pressure sensor of syringe modules. The customer noted that the pressure sensors have "damage when there are no observable signs of physical damage." The customer added that the hospital also does not use the pressure sensing disc, but they have had to replace a number of the pressure sensors on the syringe modules." The feedback was provided to the bd representative during their site visit. No further information was provided. There was no reported patient involvement as it was general feedback related to hospital's biomed repair activities.

Manufacturer narrative:
Correction : please note that the investigation was performed only on the components (pressure sensors syringe), as these were the only samples provided by the customer.